Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20524. It was reported the patient (B)(6) experienced loss of stimulation during programming session. Xrays taken revealed that the leads have migrated. Consequently, surgical intervention was taken to reposition the leads on (B)(6) 2015 which resolved the issue. The patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20524. Further follow up identified the patient still experienced ineffective stimulation in her left foot. Later, the scs system was explanted due to infection (reference MFR report # 1627487-2015-20550).